Event description:
It was reported that high superior vena cava lead impedance was detected, and x-ray revealed an apparent lead fracture. The lead was capped. No patient complications have been reported as a result of this event.